Manufacturer narrative:
Site (B)(4) declined to provide patient information. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved at time of trouble-shooting.

Event description:
A site representative reported that, while in a cranial resection procedure, their navigation system re-started itself. While loading the patient study through a cd the system re-started itself 3 times. Afterward, the navigation system functioned normally, there were no further issues. The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred exclusively in the cranial software application. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the issue could not be replicated with different cds and usbs. Memory space was cleared on the navigation system by removing patient data and core files. It was reported that the computer performance was increased following this change. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.